Event description:
A pt reported feeling nervous and having a stinging hot sensation following an oral fluid specimen collection using the episcreen device. In addition, the complainant reported that the feeling of well being was gone and expressed concern that the age made pt more sensitive to the device. The complainant had provided an oral fluid specimen for life insurance purposes and reported the symptoms the same day. The complainant was given a list of the collection pad ingredients and was contacted by the physician consultant on behalf of epitope.